Event description:
Catheter was placed 09/17/1998 at 3.00 p.m. Readings were okay until 0900 hours on 09/18/1998. Readings went up to 58-60 range. Pt alert, responding to commands. Rezero attempted by dr with no results. On 09/18/1998 at 0800 hours the catheter was removed.